Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue was found to be that the block assembly got misaligned and possibly dropped. The reported issue was caused by the customer. The technician replace the block assembly.

Event description:
Ro# (B)(4): leaking.